Event description:
The customer reported the mx40 telemetry device display a speaker malfunction error message and has no audible sound. It was reported the device was in clinical use. There was no adverse event reported.